Manufacturer narrative:
(B)(4). Device code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified transmitter issue occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and failed. A review of the share log was performed and the allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app not being able to establish a connection. The reported event of a an unspecified transmitter issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.